Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06vfn, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed no output on electrode pairs when referenced to electrode #0. When pressure was applied to the device case near the #0 feed through, output was observed. The device failed final functional testing with output anomalies observed. Destructive analysis revealed that the #0 laser ribbon bond was cracked at the weld site on the feed through bond terminal. Analysis of lead model 3889-28 lot # va06vfn showed no significant anomalies.

Event description:
It was reported the patient experienced pocket discomfort. An explant was planned as of the date of this report. Four days later, it was indicated the patient was ¿fine¿ following the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.